Event description:
Same case as MFR report #: 2134265-2010-01348. It was reported that during a percutaneous coronary interventional procedure, the burr tore the wire. The 99% stenosed lesion to be treated was located in the moderately tortuous left anterior descending artery. Outside of the body during the setting of the speed, the rotalink plus 1.5mm burr came in contact with the floppy rotawire guide wire, and the wire became torn. The devices were exchanged for new ones, and the procedure was successfully completed. The patient had no complications, and patient status was reported as 'good'.

Event description:
Same case as MFR report #: 2134265-2010-01348. It was reported that during a percutaneous coronary interventional procedure, the burr tore the wire. The 99% stenosed lesion to be treated was located in the moderately tortuous left anterior descending artery. Outside of the body during the setting of the speed, the rotalink plus 1.5mm burr came in contact with the floppy rotawire guide wire, and the wire became torn. The devices were exchanged for new ones, and the procedure was successfully completed. The patient had no complications, and patient status was reported as 'good'.

Manufacturer narrative:
Device evaluated by MFR: visual inspection reveals the distal end of the wire fractured which includes spring tip missing from the wire and was not returned. The proximal fracture site was submitted to the analytical lab for scan electron microscope (sem) analysis. Based on specification there is approximately 131.64 cm of the wire missing maximally. The results are as follows, "examination of the fracture surface revealed the presence of elongated dimple ruptures in a torsional direction. Burr induced surface wear was noted. Copper was detected inside the grooved surface of the wire that was created by the burr. No material anomalies were observed. Conclusion: burr induced surface wear. Final fracture is in a torsional direction." The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The sem results indicate that the fracture of the wire occurred as a result of a burr induced surface wear. The dfu warns against advancing the rotating burr to the point of contact with the guidewire spring tip and allowing the burr to remain in one location while rotating at high speeds leading to wear of the wire. (B)(4).

Manufacturer narrative:
(B)(4).